Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H4: the lot was manufactured between 03/13/2025 and 03/14/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo-vent spike had air accumulation in the tubing on two occasions. The issue occurred during a propofol infusion with a novum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.